Event description:
Used nasal dressing holder s/p nasal fracture/septorhinoplasty. Md reports that dressing holder caused the nose to tip up, resulting in a "pig" nose. Will require return to surgery for repair.